Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge to clear blockage. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.